Event description:
It has been reported to philips that when transferring onto transport monitoring, tempus monitor (transport) stated oxygen saturations of 86%. This differed from the local hospital monitor (mindrey) which showed the patient saturations of 92%. Tempus probe was on right foot and mindrey probe was on the left foot and then moved the left hand. Patients fi02 was increased from 0.5 to 0.8. When patient was transferred to receiving centre, transport monitor said 92% saturations and on the ge monitor it stated 96%.